Manufacturer narrative:
The test strip lot number is 76300714. The expiration date was not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation is ongoing. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter compared to the stago neoptimal laboratory method. The laboratory result was 3.52 inr. The meter result was 5.0 inr. The time interval between the measurements was less than 3 hours. The patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
A meter comparison test was performed between the customer's and reference meters; the results were acceptable. The investigation did not identify a product problem.